Event description:
It was reported that the pt experienced two refills with volume discrepancy greater than 25%. In 2009, the expected reservoir volume was 2.8cc, the actual reservoir volume was 8cc (30% difference). Six days prior, the expected reservoir volume was 2.8cc, the actual reservoir volume was 12.1cc (54% difference). The physician felt the pump was malfunctioning and planned to replace the pump. The surgery had not been scheduled. Additional info received reported that no device troubleshooting had been performed. The pt was "pretty asymptomatic" with pain levels at 3-4 out of 10. The pt continued to use oral pain medication to cover the pain. The drug contained in the pt's pump was not reported.